Event description:
It was reported that during a laparoscopic appendectomy procedure, on the second firing of the device, it would not disengage after firing; the jaws would not open. It is unknown if the device was cut out, but the stapler, trocar, and specimen were pulled out of the patient together. The nurse was finally able to get the device open on the back table by ¿banging the gray button.¿ case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.